Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1990: [missing records: records for ¿gunshot wound to abdomen, double colostomy, reversal of colostomy¿ were not provided.]. (B)(6) 2011: [missing records: records for ¿incisional hernia primary repair¿ were not provided.]. (B)(6) 2012: [missing records: records for ¿second primary repair of midline incisional hernia¿ were not provided.]. (B)(6) 2014: [missing records: records for ¿CT abdomen/pelvis¿ were not provided.] (B)(6) 2014: [missing records: records for ¿CT abdomen/pelvis¿ were not provided.] (B)(6) 2014: [facility ni]. (B)(6) md. History and physical. Abdominal wall, left flank hernias status post shotgun wound to abdomen in 1991. Underwent colectomy with two visible stomas, later closed via another laparotomy. April of this year, noticed several bulges in midline incision as well as separate bulge in left flank. These multiple bulges become painful and growing. Exam: midline widened abdominal incision scar to left of umbilicus with 8 cm defect in superior ½. Left recrus [sic] muscle missing from mid left upper quadrant down to lower abdomen, an overt 5-6 cm defect at lowermost part. Separate 12 x 6 cm left flank hernia between two palpable muscle ridges superior to left iliac crest. Impression: complex midline times 2 and left flank hernias secondary to self-inflicted shotgun wound of abdomen. Plan: schedule or in october. (B)(6) 2014: [facility ni]. (B)(6) md. Operative report. Operations performed: exploratory laparotomy. Extensive lysis of adhesions. Insertion of dualmesh body wall patch from left retroperitoneum to anterior abdominal wall, to exclude old left flank hernia. Right-sided anterior myofascial components release. Attachment of left flank mesh under midline incision to right abdominal wall. Insertion of #10 jp drain into left flank hernia cavity outside of mesh. Insertion of #10 jackson-pratt drains into subcutaneous tissue midline incision under skin closure. Surgeon: dr. (B)(6). First assistant: dr. (B)(6). (B)(6) 2014: [facility ni]. Implant record. Mesh dual plus 26 x 34 cm, 1mm. Lot #: 11148435. W.l. Gore ¿ medical products. Exp date 2016-01. Cat #: 1dlmcp08. Site: abdomen. (B)(6) 2017: [facility ni]. (B)(6) rn. General surgery phone notes. Called, discussed with (B)(6) patient¿s condition. Soaked thru 4 sets of clothes last night because of diaphoresis. Decreased appetite, nausea, diarrhea. Does not feel well. Does not have fever. Does not have a drain in place for recent abscess formation. Recommended follow up in ER. In hospital for abdominal abscess, discharged home last sunday. Appointment last thursday, unable to keep. Needs more pain medication, having night sweats, not sure if having fevers. Wife states he isn¿t acting normal. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: (B)(6) clinic. (B)(6) np, phd. Pre-admission history and physical. Procedure: lap hernia with mesh repair. Exam gastrointestinal: soft, multiple well healed abdominal scars, abdominal bulges x 3. Impression: leukocytosis, white blood cell 12.7, no fever, chills or focal infectious symptoms. Follow closely. Defer to dr. (B)(6) for management. Ok to proceed to surgery . (B)(6) 2014: [facility ni]. (B)(6) , md. Progress notes. No events overnight. Nasogastric tube in place, draining brown fluid. Soft, appropriately tender to palpation. Plan: post op day #1: discontinue nasogastric tube, advance clear liquid diet, keep dressing in place . (B)(6) 2014: [facility ni]. (B)(6) , md. Progress notes. Post op day 1: pain controlled. Exam: modest complaint of pain, drainage from left flank hernia site 335 ml, midline jackson-pratt¿s drained 125 and 50 ml. Abdominal pressure dressing in place. Impression/plan: nasogastric tube pulled, we¿ll see how tolerates liquids, dressing on till I pull it, remove midline drains when drainage < 30-35 ml each, encouraged to lay with right side down to take pressure off giant patch . (B)(6) 2014: [facility ni]. Lab. Wbc 17.1; high . (B)(6) 2014: [facility ni]. (B)(6) md. Progress notes. Post op day #2: doing well. When able take orals will discontinue patient-controlled analgesia and epidural. Assessment: acceptable current pain management. Plan: continue current pain intervention plan. (B)(6) , md . (B)(6) 2014: [facility ni]. (B)(6) , md. Progress notes. No acute events overnight, denies flatus or bowel movements. Pain still present with epidural and patent-controlled analgesia. Exam: pressure dressing in place and abdominal binder . (B)(6) 14: [facility ni]. (B)(6) , md. Progress note. Abdomen dressed, drainage above 390 ml out left flank hernia site drain, 145 and 100 out two midline drains. Plan: pressure dressing till saturday or sunday, if incision ok, discharge following day, hopefully with midline drains out, follow-up visit (B)(6) 2014 . (B)(6) 2014: [facility ni]. (B)(6) , md. Progress notes. Post op day #3. Doing very well. Pulled epidural today, change to oral meds tomorrow. (B)(6) , md . (B)(6) 2014: [facility ni]. (B)(6) , md. Progress notes. Minimal flatus, advance diet very slowly, hope to get anterior flap jackson-pratt¿s out by sunday, tentative discharge monday . (B)(6) 2014: [facility ni].(B)(6) . Progress notes. Doing ok. Drain output serosanguinous. Pain control next issue to address over next day as patient-controlled analgesia is stopped . (B)(6) 2014: [facility ni]. (B)(6) md. Progress notes. Bloated, constipated. Exam: incision ok, midline jackson-pratt¿s 40 and 50 ml. Left flank jackson-pratt 300 ml. Significantly distended. Impression/plan: leave midline jackson-pratt in place, distension second day to dilaudid and other narcotics, will alter analgesic regimen, start laxatives. Doubt will be able to leave tomorrow in light of abdominal distension . (B)(6) 2014: [facility ni]. Lab. Wbc 12.2; high . (B)(6) 2014: [facility ni]. (B)(6) , md. Progress notes. Exam: soft, appropriately tender to palpation, few scattered blisters on flanks, midline incision with sutures in place, clean, dry, intact. Jackson-pratt¿s serous. Post op day #6: oral pain meds with toradol, bowel regimen, regular diet, keep jackson-pratt¿s to bulb suction, likely discontinue jackson-pratt¿s today . (B)(6) 2014: [facility ni]. Lab. Wbc 12.3; high . (B)(6) 2014: (B)(6) hospital. (B)(6) md. Radiology ¿ CT abdomen/pelvis with IV contrast. Comparison: (B)(6) 2014. Findings: interval placement of ventral abdominal mesh excluding previously visualized ventral hernia. No new hernia identified. Trace fluid adjacent to mesh with drain terminating in left lateral aspect of mesh. Bowel wall thickening, mild stranding involving moderate length of jejunum. No obstruction, free air or fluid. Impression: interval ventral abdominal mesh placement with trace adjacent fluid. Thickening of proximal bowel loops, suggestive of infectious or inflammatory enteritis . (B)(6) 2014: (B)(6) hospital. (B)(6) , md. Radiology ¿ CT lumbar spine with IV contrast. Low back ache, status post abdominal wall reconstruction, left leg pain. Addendum: additional history obtained, the ventral hernia due to previous destruction of abdominal wall, resulted in destruction left rectus abdominis muscle. Mesh placed from right rectus abdominis muscle to region of left psoas muscle. Findings: along anterior left lateral margin of abdomen is irregular hyperdense material compatible with prior ventral hernia mesh repair. Since previous CT scan of abdomen/pelvis there has been interval development of large fluid collection deep to the mesh material which is coiled on itself. Fluid collection measures 7.0 x 8.4 x 1.7 cm in ap, craniocaudal, and transverse dimensions. Stranding of adjacent intra-abdominal fat reduced. Folding of mesh material on itself along lateral and posterior margin. Previously visualized drainage catheter has been removed. However, punctate focus of hyper density likely represents surgical clip. Interval resolution of previously trace fluid collection was external to mesh. Left rectus abdominis not visualized, compatible with surgery. Stable loss of fat planes adjacent to left psoas muscles, compatible with inflammatory process. Impression: previous ventral hernia mesh repair. Increased fluid collection deep to the mesh (7.0 x 8.4 x 1.7 cm in ap, craniocaudal, and transverse dimensions) compared to CT 11/17/14. The stranding of adjacent fat is reduced, still present. Interval resolution of superficial fluid collection that was anterior to mesh. These findings are suspicious for infectious, inflammatory processes, or seroma, clinical correlation necessary . (B)(6) 2015: (B)(6) health. (B)(6) , md. Radiology ¿ CT abdomen/pelvis with IV contrast. Comparison: CT abdomen/pelvis 11/07/14, (B)(6) 2014. History: possible fluid collection coming ascites. Findings: interval removal of left abdominal surgical drain. Enlarging low-density and crescentic fluid collection along peritoneal side of surgical mesh within left abdomen measuring 14 x 1.4 x 10 cm (ap, transverse, craniocaudal). On prior exam fluid collection measured 6 x 1 x 8 cm (ap, transverse, craniocaudal). No new fluid collections within abdomen. Surgical mesh appears intact. Multiple loops small bowel closely apposed to anterior abdominal wall adjacent to mesh implant suggesting adhesive disease. Multiple loops of nondilated small bowel containing fluid, some demonstrate a fecaloid appearance near the ileocecal valve, suggesting stasis. Similar to prior exam. Impression: enlarging fluid collection within left abdomen subjacent to surgical mesh . (B)(6) 2015: indiana university health. David v. Feliciano, md. History and physical. Recurrent incisional hernia. History: gunshot wound to abdomen on (B)(6) 2001, underwent emergency laparotomy in trenton, new jersey, developed an incisional hernia over time, primary repair 2011 at st. Vincent¿s. This failed, second primary repair of midline incisional hernia (B)(6) 2012 at community hospital by dr. (B)(6) ; this failed within hours of operation. Offered a reoperation, but signed out against medical advice in anger 4 days later. His incisional hernia has been growing larger since, has never been incarcerated, having constipation. Exam: healed midline scar. Palpable defect to left of mid-incision, 4-5 fingerbreadths in diameter. Another bulge in most superior aspect of incision, difficult to tell if is another hernia present. Impression/plan: multiply recurrent midline incisional hernia. Date for ¿abdominal wall reconstruction ¿. (B)(6) 2017: [facility ni]. Lab. Wbc 16.0; high. Albumin 3.3; low . (B)(6) 2017: [facility ni]. Lab. Wbc 15.0; high . (B)(6) 2017:[facility ni]. Microbiology. Body fluid culture/stain: positive . (B)(6) 2017: [facility ni]. Lab. Wbc 14.4; high . (B)(6) 2017:[facility ni]. Lab. Wbc 20.9; high . (B)(6) 2017: [facility ni]. Lab. Wbc 19.1; high . (B)(6) 2017:[facility ni]. Lab. Wbc 22.2; high . (B)(6) 2017: [facility ni]. Microbiology. Body fluid culture/stain: positive . (B)(6) 2017:[facility ni]. Lab. Wbc 14.2; high . (B)(6) 2017: [facility ni]. Lab. Wbc 12.3; high . (B)(6) 2017: [facility ni]. Lab. Wbc 12.3; high . (B)(6) 2017: [facility ni]. Lab. Wbc 12.1; high . (B)(6) 2017: [facility ni]. Lab. Wbc 12.8; high . (B)(6) 2017: [facility ni]. Lab. Wbc 12.2; high . (B)(6) 2017:[facility ni]. Lab. Wbc 10.7; high . (B)(6) 2017: (B)(6) [hospital]. (B)(6) md. Progress notes. One day postoperative from partial removal of old dualmesh body wall patch at area of previous infection x 2. Await final culture result. Exam: pack was removed; no pus. Impression/plan: new dry gauze pack inserted into left extraperitoneal abdominal cavity. Plan on inserting vac tomorrow and discharge. Continue current antibiotics till culture results returned . [Missing records: records for ¿partial removal of old dualmesh body wall patch¿ were not provided.] [Missing records: records for ¿final culture result¿ were not provided.] (B)(6) 2017: [facility ni]. Lab. Wbc 22.5; high . (B)(6) 2017: [facility ni]. Lab. Wbc 13.2; high . (B)(6) 2017: (B)(6) [hospital]. David feliciano, md. Progress notes. Had removal of a portion of intraperitoneal mesh on (B)(6) that had become infected for unknown reasons. A pie-shaped wedge of mesh was removed from 2-5 o¿clock on the left side of the abdomen. Extensive debridement of all exposed tissue adjacent to mesh was performed. The resulting cavity (to the right of the midline incision) was packed for two days on the ward and then switched to wound vac. Here for follow-up. Social history: marijuana (current), smoker; one pack per day for 29 years. Procedure history: removal of infected mesh from abdominal wall on (B)(6) 2017, complex abdominal wall reconstruction, ir [interventional radiology] drainage of abdominal wall abscesses. Exam: midline incision and longitudinal incision around wound vac are healed. After removal of vac, cavity is 2 inches deep medially (where much of the mesh was removed) and 2 inches long. No pus and no pus expressed with firm compression. Impression/plan: status post partial removal of intraperitoneal mesh in attempt to save remainder of mesh used to treat midline and left abdominal hernias. Skin sutures in midline incision and around vac removed, steri-strips applied, vac changed, continue vac changes monday/wednesday/friday, return to clinic next thursday . [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017procedure was not provided.] [Missing records: records for ¿ir [interventional radiology] drainage of abdominal wall abscesses¿ were not provided.] (B)(6) 2018: [facility ni]. Microbiology. Wound culture/stain: positive . (B)(6) 2018: [facility ni]. Microbiology. Wound culture/stain: positive . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added patient weight. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings . H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. Previous patient code (1690) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6), 2014 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6), 2015 through (B)(6) 2017 were not provided. Patient information: medical history: 1990: gunshot wound abdomen (B)(6) 2014: ¿the left rectus muscle is missing from the mid left upper quadrant down to the lower abdomen.¿ smoker ­ (B)(6) 2014: ¿one pack daily for 29 years¿ drug use ­ (B)(6) 2014: ¿current marijuana¿ prior surgical procedures: 1990: double colostomy, reversal of colostomy 2001: abdominal surgery involving gunshot wound 2011: incisional hernia primary repair (B)(6) 2012: ¿second primary repair of midline incisional hernia, this failed within hours of operating. Offered reoperation, but signed out against medical advice in anger 4 days later¿ implant preoperative complaints: (B)(6) 2014: ¿abdominal wall, left flank hernias status post shotgun wound to abdomen in 1991. Underwent colectomy with two visible stomas, later closed via another laparotomy. (B)(6) of this year, noticed several bulges in midline incision as well as separate bulge in left flank. These multiple bulges become painful and growing. Exam: midline widened abdominal incision scar to left of umbilicus with 8 cm defect in superior ½. Left recrus [sic] muscle missing from mid left upper quadrant down to lower abdomen, an overt 5-6 cm defect at lowermost part. Separate 12 x 6 cm left flank hernia between two palpable muscle ridges superior to left iliac crest.¿ (B)(6) 2014: ¿soft, multiple well healed abdominal scars, abdominal bulges x 3.¿ (B)(6) 2014: ¿this 42-year-old man attempted to commit suicide sometime ago by placing a shotgun on his left anterior abdominal wall and blowing away the left rectus muscle and then in the entire musculature of the left flank. He has had chronic left paramedian and left flank hernias for many years and has finally decided to have a repair.¿ implant procedure: exploratory laparotomy. Extensive lysis of adhesions. Insertion of dualmesh body wall patch from left retroperitoneum to anterior abdominal wall, to exclude old left flank hernia. Right-sided anterior myofascial components release. Attachment of left flank mesh under midline incision to right abdominal wall. Insertion of #10 jp drain into left flank hernia cavity outside of mesh. Insertion of #10 jackson-pratt drains into subcutaneous tissue midline incision under skin closure. Implant: gore® dualmesh® plus biomaterial (11148435/1dlmcp08) 26 x 34 cm. Implant date: (B)(6), 2014 [hospitalized (B)(6) 2014] description of hernia being treated: ¿we went through the old midline incision and encountered a small hernia approximately midway down. With a combination of sharp and blunt dissection, we were able to enter the abdomen and then spent the next 1 hour and 45 minutes freeing up the omentum, small bowel, and left colon from the underside of the left paramedian incisional hernia, and then from the entire left flank hernia. It should be noted that much of the small bowel was in the left flank hernia.¿ implant size and fixation: ¿it was densely adherent to the left retroperitoneum. After freeing up all the adhesions and mobilizing the left colon and the small bowel over to the right side of the abdomen, we took a 26 x 34 cm dualmesh body wall patch, and using #1 prolene interrupted sutures, attached the patch posteriorly to the left iliopsoas muscle, to the area lateral to this, to the left retroperitoneum, and then along the abdominal wall in the left upper quadrant and the abdominal wall in the left lower quadrant. Again we used multiple interrupted sutures, and these were tied under direct vision to document that the mesh was securely attached to the left retroperitoneum. Once we had attached the oval shaped piece of mesh and excluded the left flank hernia cavity, we inserted a #10 jackson pratt drain into this cavity and fixated it to the subcutaneous skin flaps on the right side of the mid1ine incision, and after documenting where the lateral edge of the right rectus muscle was, we performed an anterior myofascial components release to take some of the tension off the closure. We then placed a #1 prolene interrupted sutures through the right abdominal wall through the previously inserted dualmesh body wall patch and dragged this patch underneath the left parmedian hernia and underneath the midline incision and tied the knots to the right anterior rectus sheath. After placing multiple sutures in the fashion, we were able pass the mesh over all hernias as noted above. As we got to the lower end of the incision, it was obvious the mesh would not quite reach. We therefore freed up the remaining left rectus anterior sheath and put several figure-of-eight #1 prolene sutures to close the lower end of the midline incision and fold under the dualmesh patch. At this point, we were able the close [sic] approximately 1. 5 inches of the anterior fascia over the patch. The entire patch was then copiously irrigated with 2 l of saline solution containing antibiotics. After hemostasis was obtained, we inserted two #10 jackson pratt drains on either side of the lower aspect of the midline incision and placed the right-sided 1 under the elevated subcutaneous and skin flap and the left wound right over the patch and fixated both to the abdominal wall with interrupted sutures of 2-0 nylon. We then debrided off the right skin edge of the midline incision where the components separation have been done to verify that there was good blood supply to this area. We also debrided off the old scar in the left skin edge of the midline incision. The midline skin incision was then closed over the 2 jackson-pratt drains and the remaining exposed ptfe mesh with interrupted sutures of 2-0 nylon placed in a vertical mattress fashion. We then painted the entire incision and all drain sites with betadine paint, and applied a dry sterile dressing.¿ post-operative period: [6 days] ­ (B)(6) 2014: ¿no events overnight. Nasogastric tube in place, draining brown fluid. Soft, appropriately tender to palpation.¿ ­ (B)(6) 2014: ¿modest complaint of pain, drainage from left flank hernia site 335 ml, midline jackson-pratt¿s drained 125 and 50 ml. Abdominal pressure dressing in place. Impression/plan: nasogastric tube pulled, we¿ll see how tolerates liquids, dressing on till I pull it, remove midline drains when drainage < 30-35 ml each, encouraged to lay with right side down to take pressure off giant patch.¿ ­ (B)(6) 2014: ¿no acute events overnight, denies flatus or bowel movements. Pain still present with epidural and patent-controlled analgesia.¿ ­ (B)(6) 2014: ¿abdomen dressed, drainage above 390 ml out left flank hernia site drain, 145 and 100 out two midline drains.¿ ­ (B)(6) 2014: ¿minimal flatus, advance diet very slowly, hope to get anterior flap jackson-pratt¿s out by sunday, tentative discharge monday.¿ ­ (B)(6) 2014: ¿drain output serosanguinous. Pain control next issue to address over next day as patient-controlled analgesia is stopped.¿ ­ (B)(6) 2014: ¿incision ok, midline jackson-pratt¿s 40 and 50 ml. Left flank jackson-pratt 300 ml. Significantly distended. Impression/plan: leave midline jackson-pratt in place, distension second day to dilaudid and other narcotics, will alter analgesic regimen, start laxatives. Doubt will be able to leave tomorrow in light of abdominal distension.¿ ­ (B)(6) 2014: ¿soft, appropriately tender to palpation, few scattered blisters on flanks, midline incision with sutures in place, clean, dry, intact. Jackson-pratt¿s serous.¿ ­ (B)(6) 2014: discharge summary: ¿taken to operating room. Tolerated well. Pain controlled. Nasogastric tube pulled on postop day 1, started on clear liquid diet, tolerated well. Diet advanced, tolerating regular diet. Slow return bowel function, eventually had bowel movements, relieved abdominal distention. Patient had 3 jackson-pratt drains placed. 2 midline jackson-pratt¿s removed date of discharge. Discharged with left flank jackson-pratt drain.¿ relevant medical information: (B)(6) 2014: ¿had complex abdominal wall reconstruction with 34 x 26 cm dualmesh ptfe body wall patch on 10/14/14 to cover anterior and left flank incisional hernias sustained in self-inflicted shotgun wound to abdomen 10 years ago [sic] . Jp drains 25-40 ml per day.¿ ¿midline incision healing well. Serosanguinous drainage in 2 jp drains.¿ (B)(6) 2014: CT abdomen/pelvis: ¿interval ventral abdominal mesh placement with trace adjacent fluid. Thickening of proximal bowel loops, suggestive of infectious or inflammatory enteritis.¿ (B)(6) 2014: ¿status post complex abdominal wall reconstruction with 34 x 26 cm dualmesh ptfe body wall patch on (B)(6) 2014 for midline and left flank hernias sustained in self-inflicted shotgun wound. Skin sutures out on midline incision on (B)(6) 2014. Earlier in week, became constipated had vomiting. After vomiting drained 200 ml of darker fluid through jackson-pratt drains, then another 75 ml, resumed 25 ml per day of serosanguinous fluid per day. CT demonstrated trace fluid left flank outside of ptfe patch. Exam: midline incision healing well under steri-strips. No palpable fluid in left flank.¿ (B)(6) 2014: CT abdomen/pelvis: ¿along anterior left lateral margin of abdomen is irregular hyperdense material compatible with prior ventral hernia mesh repair. Since previous CT scan of abdomen/pelvis there has been interval development of large fluid collection deep to the mesh material which is coiled on itself. Fluid collection measures 7.0 x 8.4 x 1.7 cm in ap, craniocaudal, and transverse dimensions. Stranding of adjacent intra-abdominal fat reduced. Folding of mesh material on itself along lateral and posterior margin. Previously visualized drainage catheter has been removed. However, punctate focus of hyper density likely represents surgical clip. Interval resolution of previously trace fluid collection was external to mesh. Left rectus abdominis not visualized, compatible with surgery. Stable loss of fat planes adjacent to left psoas muscles, compatible with inflammatory process.¿ (B)(6) 2014: ¿43 year old man with complex reconstruction of anterior abdominal and left flank hernias with giant ptfe patch on october 14 s/p [status post] self-inflicted shotgun wound 10 years earlier. Patient did well postoperatively, and midline incision is fully healed. Approximately 1 month ago, patient developed left flank aching pain which is aggravated by cold weather. Pain radiates into ¿ddep [sic] left thigh", but only into the upper 1/2 of this thigh.¿ pain not related to exercise, has some periods of waxing and waning, and is responsive in part to tylenol and also needs percocet on occasion. Was not doing anything special at the time the pain started and has not been doing any lifting as per my instructions since the surgery. Had lumbar spine and abdominal cts this morning. I reviewed them with the radiologist, and the spine CT shows some osteophytes, but no evidence of disc disease. The abdominal CT did not show any fluid collections nor abscesses, just some tethering of the lateral aspect of the left psoas muscle without inflammation.¿ ¿midline incision well-healed, drain sites healed, no anterior nor left flank bulges, no redness, no tenderness, no point tenderness in the area of the patch laterally or anteriorly, full range of movement of left hip, left knee, left ankle without any muscle weakness.¿ (B)(6) 2015: CT abdomen/pelvis: ¿interval removal of left abdominal surgical drain. Enlarging low-density and crescentic fluid collection along peritoneal side of surgical mesh within left abdomen measuring 14 x 1.4 x 10 cm (ap, transverse, craniocaudal). On prior exam fluid collection measured 6 x 1 x 8 cm (ap, transverse, craniocaudal). No new fluid collections within abdomen. Surgical mesh appears intact. Multiple loops small bowel closely apposed to anterior abdominal wall adjacent to mesh implant suggesting adhesive disease. Multiple loops of nondilated small bowel containing fluid, some demonstrate a fecaloid appearance near the ileocecal valve, suggesting stasis. Similar to prior exam.¿ (B)(6) 2015: ¿gunshot wound to abdomen on (B)(6) 2001, underwent emergency laparotomy in (B)(6), developed an incisional hernia over time, primary repair 2011 at (B)(6). This failed, second primary repair of midline incisional hernia (B)(6) 2012 at (B)(6) hospital by dr. (B)(6); this failed within hours of operation. Offered a reoperation, but signed out against medical advice in anger 4 days later. His incisional hernia has been growing larger since, has never been incarcerated, having constipation. Exam: healed midline scar. Palpable defect to left of mid-incision, 4-5 fingerbreadths in diameter. Another bulge in most superior aspect of incision, difficult to tell if is another hernia present.¿ (B)(6) 2015: ¿doing well, developed left flank pain radiating into left thigh several weeks ago. Has slowly enlarging seroma under left side of mesh implant noted larger today, 14 x 1.4 x 10 cm (ap, transverse, craniocaudal) versus 6 x 1 x 8 cm on 12/29/14 film. Seroma is homogeneous without gas or foreign body, is immediately under mesh. Taking zantac, wake up with nausea, epigastric pain that zantac, tums control after several hours. Exam: midline incision, former left flank defect well-healed without erythema, bulges or evidence of recurrent abdominal wall hernias.¿ ¿sub-mesh seroma in left flank.¿ (B)(6) 2017: ¿soaked thru 4 sets of clothes last night because of diaphoresis. Decreased appetite, nausea, diarrhea. Does not feel well. Does not have fever. Does not have a drain in place for recent abscess formation. Recommended follow up in ER. In hospital for abdominal abscess, discharged home last sunday. Appointment last thursday, unable to keep. Needs more pain medication, having night sweats, not sure if having fevers. Wife states he isn¿t acting normal.¿ explant preoperative complaints: [none provided] explant procedure: exploratory laparotomy, removal of infected abdominal wall mesh . Explant date: (B)(6) 2017 [alleged] records detailing ¿partial removal of old dualmesh body wall patch at area of previous infection x2¿ were not provided. Relevant medical information: (B)(6) 2017: ¿one day postoperative from partial removal of old dualmesh body wall patch at area of previous infection x 2. Await final culture result. Exam: pack was removed; no pus.¿ (B)(6) 2017: discharge summary: ¿on (B)(6) 2017, underwent partial removal of infected mesh.¿ ¿this is a 45-year-old male who underwent insertion of a 34 x 26 cm dual mesh body wall patch to cover left flank and left paramedian hernias after a self-inflicted shotgun wound several years ago. The patient had an uneventful time period tor the past 2-1 /2 years, but then developed an abscess adjacent to the mesh in the left abdominal wall. He underwent drainage with placement of antibiotics and was discharged but later returned with a much larger abscess in the same location. He recently had a percutaneous drain in place in planning for surgery. He is admitted for this hospitalization for partial removal of infected body wall mesh.¿ ¿hospital course: the patient underwent partial removal of infected body wall mesh in the left abdomen. He is admitted to the pcu postoperatively and continued on vancomycin and ceftriaxone perioperatively with cultures pending. He was able to progress to a regular diet with no issues, began ambulating and voiding on postoperative day 0. He had 2 dressing changes on postoperative day 1 and postoperative day 2. On postoperative day 2, it was decided that the wound bed was clean with no acute issues and a wound vac with was placed, and he was set up for home health for wound vac changes 3 times a week.¿ ¿cultures that were obtained still showed no organisms to this time. He was placed on oral antibiotics, bactrim 800 mg/160 mg bactrim ds, to take for an additional 5 days after returning home. The patient was deemed stable and ready for discharge home on postoperative day 2.¿ (B)(6) 2017: ¿had removal of a portion of intraperitoneal mesh on (B)(6) that had become infected for unknown reasons. A pie-shaped wedge of mesh was removed from 2-5 o¿clock on the left side of the abdomen. Extensive debridement of all exposed tissue adjacent to mesh was performed. The resulting cavity (to the right of the midline incision) was packed for two days on the ward and then switched to wound vac. Here for follow-up.¿ ¿midline incision and longitudinal incision around wound vac are healed. After removal of vac, cavity is 2 inches deep medially (where much of the mesh was removed) and 2 inches long. No pus and no pus expressed with firm compression. Impression/plan: status post partial removal of intraperitoneal mesh in attempt to save remainder of mesh used to treat midline and left abdominal hernias.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: (4315-z): cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Based upon the information received, a portion of the device remains in the patient and was not available for evaluation. The explanted portion of the device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11148435 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2014, including records for double colostomy and reversal of colostomy¿s in 1990, were not provided. Medical records dated (B)(6) 2014 indicate the patient was seen for chief complaint of abdominal wall and left flank hernias s/p shotgun wound to abdomen in 1991. The records state: ¿42-year old man with attention deficit disorder and bipolar syndrome (off medications for the past year) who had a self-sustained shotgun wound to the abdomen with a large left flank defect in 1991. He underwent a colectomy by his history with two visible stomas. These were later closed via another laparotomy.¿ the medical records dated (B)(6) 2014 state: ¿in (B)(6) of this year, he first noticed several [sic] bulges in the area of his midline incision as well as a separate bulge in his left flank. These multiple bulges have become painful and are growing in size. A CT scan of the abdomen performed in south bend on (B)(6) noted the following: 1. Atrophy of the left rectus abdominis muscle, 2. Lateral herniation of the small bowel on the left with no obstructive changes, 3. Small nonspecific low-attenuation lesion associated with the liver adjacent to the gallbladder fossa.¿ the medical records dated (B)(6) 2014 state: ¿physical examination: midline widened abdominal incision scar to the left of the umbilicus with an 8 cm defect in the superior 1/2. The left recrus [sic] muscle is missing from the mid left upper quadrant down to the lower abdomen, and there is an overt 5-6 cm defect at the lowermost part. There is a separate 12 x 6 cm left flank hernia between two palpable muscle ridges just superior to the left iliac crest.¿ operative records dated (B)(6) 2014 indicate the patient underwent 1. Exploratory laparotomy. 2. Extensive lysis of adhesions. 3. Insertion of dualmesh wall patch from left retroperitoneum to anterior abdominal wall, to exclude old left flank hernia. 4. Right-sided anterior rnyofascial components release. 5. Attachment of left flank mesh under midline incision to right abdominal wall. 6. Insertion of #10 jp drain into left flank hernia cavity outside of mesh. 7. Insertion of #10 jackson-pratt drains into subcutaneous tissue midline incision under skin closure. Operative records dated (B)(6) 2014 state: ¿preoperative and postoperative diagnosis ¿left paramedian and left flank hernia, secondary to self-inflicted shotgun wound.¿ the records state: ¿this 42-year-old man attempted to commit suicide sometime ago by placing a shotgun on his left anterior abdominal wall and blowing away the left rectus muscle and then in the entire musculature of the left flank. He has had chronic left paramedian and left flank hernias for many years and has finally decided to have a repair.¿ operative records dated (B)(6) 2014 state: ¿we went through the old midline incision and encountered a small hernia approximately midway down. With a combination of sharp and blunt dissection, we were able to enter the abdomen and then spent the next 1 hour and 45 minutes freeing up the omentum, small bowel, and left colon from the underside of the left paramedian incisional hernia, and then from the entire left flank hernia. It should be noted that much of the small bowel was in the left flank hernia.¿ operative records dated (B)(6) 2014 continue: ¿it was densely adherent to the left retroperitoneum. After freeing up all the adhesions and mobilizing the left colon and the small bowel over to the right side of the abdomen, we took a 26 x 34 cm dualmesh body wall patch, and using #1 prolene interrupted sutures, attached the patch posteriorly to the left iliopsoas muscle, to the area lateral to this, to the left retroperitoneum, and then along the abdominal wall in the left upper quadrant and the abdominal wall in the left lower quadrant.¿ operative records dated (B)(6) 2014 state: ¿again we used multiple interrupted sutures, and these were tied under direct vision to document that the mesh was securely attached to the left retroperitoneum. Once we had attached the oval shaped piece of mesh and excluded the left flank hernia cavity, we inserted a #10 jackson pratt drain into this cavity and fixated it to the subcutaneous skin flaps on the right side of the midline incision, and after documenting where the lateral edge of the right rectus muscle was, we performed an anterior myofascial components release to take some of the tension off the closure.¿ operative records dated 10/14/2014 state: ¿we then placed a #1 prolene interrupted sutures through the right abdominal wall through the previously inserted dualmesh body wall patch and dragged this patch underneath the left paramedian hernia and underneath the midline incision and tied the knots to the right anterior rectus sheath. After placing multiple sutures in the fashion, we were able pass the mesh over all hernias as noted above.¿ operative records dated (B)(6) 2014 state: ¿as we got to the lower end of the incision, it was obvious the mesh would not quite reach. We therefore freed up the remaining left rectus anterior sheath and put several figure-of-eight #1 prolene sutures to close the lower end of the midline incision and fold under the dualmesh patch. At this point, we were able the close [sic] approximately 1. 5 inches of the anterior fascia over the patch. The entire patch was then copiously irrigated with 2 l of saline solution containing antibiotics.¿ operative records dated (B)(6) 2014 state: ¿after hemostasis was obtained, we inserted two #10 jackson pratt drains on either side of the lower aspect of the midline incision and placed the right-sided 1 under the elevated subcutaneous and skin flap and the left wound right over the patch and fixated both to the abdominal wall with interrupted sutures of 2-0 nylon. We then debrided off the right skin edge of the midline incision where the components separation have been done to verify that there was good blood supply to this area.¿ operative records dated (B)(6) 2014 state: ¿we also debrided off the old scar in the left skin edge of the midline incision. The midline skin incision was then closed over the 2 jackson-pratt drains and the remaining exposed ptfe mesh with interrupted sutures of 2-0 nylon placed in a vertical mattress fashion. We then painted the entire incision and all drain sites with betadine paint, and applied a dry sterile pressure dressing.¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/11148435) was used during the procedure. Discharge summary dated (B)(6) 2014 indicates patient was admitted to the hospital on (B)(6) 2014. Discharge diagnosis ¿history of abdominal trauma status post left flank hernia repair.¿ the records state: hospital course: "the patient was taken to the operating room on (B)(6) 2014... He tolerated this well. His pain was initially controlled with epidural and IV pain medications and he was eventually transitioned to p.o. Pain medication with oxycodone extended release. His ng tube was pulled on postoperative day 1 and he was started on a clear liquid diet, which he tolerated well. His diet was gradually advanced until he was tolerating a regular diet. The patient did have slow return of bowel function but eventually had bowel movements which relieved his abdominal distention. The patient had 3 jp drains placed intraoperatively the 2 midline jps were removed on date of discharge, (B)(6) 2014. He was discharged with a left flank jp drain.¿ medical records dated (B)(6) 2014 state: ¿had complex abdominal wall reconstruction with 34 x 26 cm dualmesh ptfe body wall patch on 10/14/14 to cover anterior and left flank incisional hernias sustained in self-inflicted shotgun wound to abdomen 10 years ago. Jp drains 25-40 ml per day. The records state: ¿midline incision healing well. Serosanguinous drainage in 2 jp drains.¿ medical records dated (B)(6) 2014 state: ¿s/p complex abdominal wall reconstruction with 34 x 26 cm dualmesh ptfe body wall patch on 10/14/14 for midline and left flank hernias sustained in self-inflicted shotgun wound 10 years ago. Skin sutures out on midline incision on 10/30, earlier in week, became constipated and had vomiting, as well. After episode of vomiting drained 200 ml of darker fluid through jp drains, then another 75 ml, then resumed 25 ml or so per day of serosanguinous fluid per day. This morning's CT demonstrated only trace fluid in left flank outside of ptfe patch.¿ the records state: ¿midline incision healing well under steri-strips. No palpable fluid in left flank.¿ medical records dated (B)(6) 2014 state patient seen for chief complaint of left flank pain radiating deep into left upper thigh for one month. The records state: ¿43 year old man with complex reconstruction of anterior abdominal and left flank hernias with giant ptfe patch on october 14 s/p self-inflicted shotgun wound 10 years earlier. Patient did well postoperatively, and midline incision is fully healed. Approximately 1 month ago, patient developed left flank aching pain which is aggravated by cold weather. Pain radiates into "ddep [sic] left thigh", but only into the upper 1/2 of this thigh.¿ medical records dated (B)(6) 2014 state: ¿pain not related to exercise, has some periods of waxing and waning, and is responsive in part to tylenol and also needs percocet on occasion. Was not doing anything special at the time the pain started and has not been doing any lifting as per my instructions since the surgery. Had lumbar spine and abdominal cts this morning. I reviewed them with the radiologist, and the spine CT shows some osteophytes, but no evidence of disc disease. The abdominal CT did not show any fluid collections nor abscesses, just some tethering of the lateral aspect of the left psoas muscle without inflammation.¿ medical records dated (B)(6) 2014 state: ¿midline incision well-healed, drain sites healed, no anterior nor left flank bulges, no redness, no tenderness, no point tenderness in the area of the patch laterally or anteriorly, full range of movement of left hip, left knee, left ankle without any muscle weakness.¿ medical records dated (B)(6) 2015 state chief complaint nausea, upper abdominal pain, pain from left flank into left thigh. The records state: ¿43 year old man wih [sic] complex abdominal wall reconstruction on (B)(6) 2014 after self-inflicted shotgun wound to abdominal wall and left flank 10 years earlier. Patient has been doing well, but developed left flank pain radiating into left thigh several weeks ago, so he has undergone cts on (B)(6) 2014, (B)(6) 2014, and this morning. He has a slowly enlarging seroma under the left side of the mesh implant that is noted to be larger today--14 x 1.4 x 10 cm (ap, transverse, craniocaudal) versus 6 x 1 x 8 cm on (B)(6) film. The seroma is homogeneous without gas or foreign body and is immediately under the mesh. In addition, he has been taking zantac for some time now, but continues to wake up with nausea and epigastric pain that the zantac and ''tums" control after several hours.¿ records between (B)(6) 2015 and (B)(6) 2017 were not provided. Operative records dated (B)(6) 2017 indicate the patient underwent exploratory laparotomy, removal infected abdominal wall mesh. Preoperative diagnosis ¿infected abdominal wall mesh.¿ the complete operative records detailing the alleged explant of the gore® dualmesh® plus biomaterial on (B)(6) 2017, were not provided. Discharge summary dated (B)(6) 2017 indicate the patient was admitted to the hospital on (B)(6) 2017 for admission diagnosis: 1. Status post dual mesh body wall patch to left flank and left paramedian hernias. 2. History of self-inflicted gunshot wound. 3. Abscess infected mesh.¿ the records state discharge diagnosis: ¿status post partial removal of infected mesh.¿ discharge summary dated (B)(6) 2017 states: ¿procedures: on (B)(6) 2017, underwent partial removal of infected mesh.¿ the records state: ¿this is a 45-year-old male who underwent insertion of a 34 x 26 cm dual mesh body wall patch to cover left flank and left paramedian hernias after a self-inflicted shotgun wound several years ago. The patient had an uneventful time period tor the past 2-1 /2 years, but then developed an abscess adjacent to the mesh in the left abdominal wall. He underwent drainage with placement of antibiotics and was discharged but later returned with a much larger abscess in the same location. He recently had a percutaneous drain in place in planning for surgery. He is admitted for this hospitalization tor partial removal of infected body wall mesh.¿ discharge summary dated (B)(6) 2017 states: ¿hospital course: the patient underwent partial removal of infected body wall mesh in the left abdomen. He is admitted to the pcu postoperatively and continued on vancomycin and ceftriaxone perioperatively with cultures pending. He was able to progress to a regular diet with no issues, began ambulating and voiding on postoperative day 0. He had 2 dressing changes on postoperative day 1 and postoperative day 2. On postoperative day 2, it was decided that the wound bed was clean with no acute issues and a wound vac with was placed, and he was set up for home health for wound vac changes 3 times a week.¿ discharge summary dated (B)(6) 2017 states: ¿cultures that were obtained still showed no organisms to this time. He was placed on oral antibiotics, bactrim 800 mg/160 mg bactrim ds, to take for an additional 5 days after returning home. The patient was deemed stable and ready for discharge home on postoperative day 2.¿ culture reports for the (B)(6) 2017 procedure were not provided. Medical records dated (B)(6) 2017 state: ¿chief complaint: hernia rep[air] & partial removal of infected mesh. The records state: ¿45 year old man who had removal of a portion of intraperitoneal mesh on 6/7 that had become infected for unknown reasons. A pie-shaped wedge of mesh was removed from 2-5 o'clock on the left side of the abdomen, extensive debridement of all exposed tissue adjacent to mesh was performed, and the resulting cavity (to the right of the midline incision) was packed for two days on the ward and then switched to a wound vac. Here for follow-up.¿ medical records dated (B)(6) 2017 state: ¿physical examination: midline incision and longitudinal incision around vac are healed. After removal of vac, cavity is 2 inches deep medially (where much of the mesh was removed) and 2 inches long. There is no pus, and no pus can be expressed with firm compression.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open, type unknown hernia repair on (B)(6) 2014 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, infection, abscess, additional surgery. Additional event specific information was not provided.